Event description:
It is reported that while the surgeon was using the 56 trilogy cup the 36 liner would not fit correctly. The surgeon changed to a 32 liner and it was sitting tall. He then had to remove everything that was implanted and use a 58 cup instead. Also, the 35mm screw was bent during the removal process.

Manufacturer narrative:
This report will be amended when our investigation is complete.